Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26262. It was reported the patient was not receiving effective stimulation. Reprogramming was unable to resolve the issue. X-rays were taken and revealed the lead had migrated after the patient suffered a fall. The patient underwent surgical intervention on (B)(6), 2015, where the physician repositioned the lead which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.